Manufacturer narrative:
1. Summary of investigation results: the service maintenance actions performed by the fse resolved the issue. 2. Summary of follow up/corrective actions taken: the field service engineer (fse) found black particles in the main pump tubing and replaced multiple solenoid valves, the degassed tank, and the main pump head, cleaned filters, and adjusted the water pressure. An instrument check was performed successfully. 3. Device returned to manufacturer? No. 4. Device labeled "for single use? No. 5. Device reprocessed and reused? No.

Event description:
1. Describe the event: there was an allegation of questionable elecsys t4 results for 19 patient samples on a cobas 8000 - cobas e 602 module. 2. Patient age range: asku. 3. Patient weight range: asku. 4. Patient sex breakdown: asku. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.